Event description:
Customer reported that the buttons on the insulin pump were not working when attempting to bolus. Customer stated that she received a button error alarm. Customer's blood glucose reading at the time of the call was 190 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.